Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 9f, 18f. Guide wire: terumo 0.0035, steel 0.0035. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report the following information was clarified. The physician met difficulty when attempting to re-load an unspecified 0.035 guide wire through the exit port passed the hemostatic valve. The guide wire was removed and the prostar xl was successfully re-wired with a straight terumo 0.038 guide wire.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was received fully deployed without the four needles and two sutures. The handle was in the backed down position and there was no detected damage or anomaly to the exterior of the device. Guide wire patency was verified using a 0.038 inch guide wire, loaded from the exit port. Difficulty was encountered during initial guide wire insertion with the j-tip leading. The guide wire j-tip was straightened more and reloading of the guide wire through the exit port of the device was successful. The sheath was examined for the positioning of the hemostatic valve and the valve was observed correctly positioned in the sheath and the valve was normal. There was no detected device anomaly. The report of difficulty loading the guide wire through the exit port was confirmed. However, the issue of not being able to load the guide wire through the exit port appears to come from interference of the curved j-tip hitting against the wall of the hemostasis valve, hindering passage of the guide wire through the hemostatic valve and this is not considered a deficiency of the device. Difficulty in advancing the guide wire through the exit ramp hemostatic valve as reported, can also be influenced by, but is not limited to, manufacturing or user technique. During manufacturing of the device lot, all prostar xl devices are tested passing a 0.038 inch guide wire all the way through the sheath including the exit hole hemostatic valve, and a visual inspection is performed to help ensure the exit ramp does not block the exit hole. Additionally, a sample of prostar xl devices from the lot are functionally and destructively tested to verify product functionality. There was no reported information to indicate that improper user technique played a role in the reported event. Based on the investigation findings, the reported resistance loading the guide wire through the exit port was determined to be likely due to the curved j-tip hitting against the wall of the hemostatic valve hindering passage of the guide wire through the valve. Review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there was no device anomaly detected. There does not appear to be a lot quality deficiency.

Event description:
It was reported that a physician used the pre-closure technique in the common femoral artery prior to a transcatheter aortic valve implantation (tavi) procedure using a prostar xl device. Reportedly, during device deployment, the physician could not pass the guide wire through the hemostatic valve. The physician then used another guide wire, of the same size, which was able to pass the hemostatic valve. No further deployment issues were experienced with this device. The index procedure was completed and hemostasis was achieved with the prostar xl sutures. There were no adverse patient sequela. The physician is reportedly trained in the use of the prostar xl device. The closure device was inserted over a 9f sheath that was upsized to 18f for the tavi procedure. There were no kinks observed on the prostar xl device or on the guide wires after removal from the patient. No additional information was provided.